Manufacturer narrative:
Event surgical date was (B)(6) 2022. Patient died (B)(6) 2022. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history: a manufacturing record evaluation was performed for the finished device product code: 283910000. Lot number: 329360. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 29.11.2021 qty: 47 cement number: product code : 183901001 / batch number : 9857920 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in italy as follows: it was reported a vertebroplasty procedure occurred on (B)(6) 2022. The patient died the next day after the procedure. The patient received 3.5 cc bone cement at l1. This is report 1 of 1 for (B)(4). This report is for a cement system kit.